Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient codes: (B)(4) - surgical intervention. It was reported that following insertion the patient experienced abdominal pain, burning sensation and itching. It was reported that patient underwent mesh revision on (B)(4) 2017 due to recurrent ventral hernia. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 12/30/2019. Corrected information: manufacturing site name. Additional narrative: it was reported that patient underwent revision of mesh on (B)(6) 2017. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.